Event description:
On march 27, 2007, the lay-user/pt contacted lifescan alleging that her meter had been reading inaccurately high and was not powering on. The medical affairs specialist (mas) spoke to the pt three days later, to obtain/verify info. The pt tests her blood glucose 3-4 times a day. She takes 3 pills of "metformin" before meals and 1 tablet of "glucophage" before breakfast. The pt takes her oral diabetic medications regardless of her meter readings. The pt informed the mas that she did not have a power issue with the reported meter. She just claimed that the meter had read inaccurately. Twenty eight days earlier, the pt ate dinner and took her medications as prescribed. The blood glucose level that night was "normal" for her. The pt said that her normal blood glucose levels are between "140-160 mg/dl." The next morning, pt woke up and obtained a fasting blood glucose reading of "142 mg/dl" at around 7:30-8:00 am. The pt had initially reported a reading of "149 mg/dl" to the customer care advocate (cca). She did not have any signs or symptoms of high/low blood glucose at the time. After testing with the meter, the pt went upstairs to change before eating breakfast. Within 30 minutes, the pt "passed out" in a closet. She claimed that she had passed out around 8:30 am and was mostly unconscious for about 30 minutes. She claims, she suffered injuries due to falling. After her daughter found her on the floor, she treated the pt with orange juice and brought her to the hosp around 9:00-9:30 am. She did not attempt to test her blood glucose at the time. When the pt arrived at the hosp, her blood glucose was tested on an unidentified device and a blood glucose reading of "70 mg/dl" was obtained. The pt was given "orange juice and sugar" to help raise her blood glucose. She was released from the hosp after a few hours. She did not test her blood with the reported meter while in the hosp. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that she passed out 30 minutes after obtaining a meter result of "142 mg/dl". It is not known if the pt would have taken actions to possibly prevent the hypoglycemic episode if her blood glucose readings had been lower the night before and the morning of the event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or the strips are returned, lifescan will evaluate it/them and, if either the meter or the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.